Event description:
It was reported that the procedure was cancelled. A rotablator rotational atherectomy system was selected for use. Prior to procedure, the physician found that there was a leaking hose connecting the nitrogen cylinder. The issue was not noticed prior to patient sedation. The procedure was not completed due to this event, but was later able to be completed. There were no patient complications reported and the patient was stable.